Event description:
Potential for injury associated with a broken seat on a model 6895 shower commode chair. This event could cause possible product instability and the potential for the user to slide off, as well as the possibility of physical injury as a result of contact with the broken commode seat